Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site at an unspecified location in the pt's body. While attempting to inflate the balloon catheter, the balloon burst at 5 atmospheres of pressure and the stent was partially expanded proximal to the target lesion site. The stent was subsequently post dilated and another stent was successfully placed at the target lesion site. There were no other complications reported relative to this event.